Manufacturer narrative:
Occupation: other health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the patient is needing a MRI of their lumbar spine, but reports that the patient said there ins has been dead for about a year and a half. The caller also stated that the patient said their patient programmer (pp) will not communicate with their ins. The caller mentioned the patient is going to have their ins removed. It was later reported the patient's hospital do not want to do an MRI until they can see it says MRI safe. The patient said she has not charged her ins for 1.5 years. The patient wants to know what she can do. It was suggested the patient try using their recharger. If their recharger does not connect she can go to her hcp to try doing a physician recharge mode (prm). No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the stimulator began to malfunction, the issue wasn't resolved, and since they had not reason to charge the ins the battery died. They met with a representative on (B)(6) 2018 and noted that no action was taken. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.